Manufacturer narrative:
No product was returned for evaluation. The report of pump stoppages was confirmed based on the evaluation of the submitted system controller log files; however, a direct correlation with the device, could not be conclusively determined. The submitted log files captured momentary pump stoppages and corresponding low speed hazards on (B)(4) 2016, (B)(4) 2016, and (B)(4) 2016 while the patient was operating on the power module. The observed pump stoppages and corresponding low speed hazards appear consistent with motor stalls due to high current events. The pocket controller is designed to protect the heartmate ii lvas from damage during high current events and to step down the motor speed if the motor load exceeds the drive capability of the motor. The observed pump stoppages may have been the result of high current events; however, the cause of the pump stoppage/high current event could not be conclusively determined through this evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 1 year and 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, interrogation of the system controller history revealed two pump stoppage events. Log files were submitted for review, and the patient's system controller was exchanged. The patient was reported to be asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed pump stoppage events. Another pump stoppage event was reported on (B)(6) 2016. Log file analysis revealed that a pump stop/low speed hazard alarm occurred on while the system was connected to the power module. X-ray images submitted appeared unremarkable and showed no definitive areas of concern. It was reported that the physician planned to discharge the patient to home, and monitor for further occurrences of pump stoppage as it had been over 21 days since the last stoppage.